Event description:
Affiliate reported that the microsensor zeroed in theatre (3 digit reference code - 499) and was reading icp in recovery. The pt was transferred to the ward and connected to the pt monitor. The icp reading on returning to the ward changed to -99. The little girl was not agitated and had not pulled on the microsensor or bandage; according to the nurse she was very compliant. Upon changing the microsensor to a new transducer cable and icp monitor, the microsensor could not be detected. The second icp monitor continued to read instructions: retry zeroing (to retry p-0) and the microsensor could not be zeroed and the 3 digit code manually entered. Numerous attempts were made connecting the microsensor to 2 x icp monitors with changing to a brand new icp transducer cable on the two monitors (one monitor continued to read -99 the other could not detect the microsensor). The pt was returned to theatre and a new microsensor was implanted. It was also noted that this hospital has been sterilizing the icp monitor cable in hydrogen peroxide. A note in the instructions for use indicates that it should be sterilized in ethylene oxide (eo).

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.